Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate left ventricular loss of capture from this cardiac resynchronization therapy defibrillator (crt-d). Ts indicated that this occurred due to fusion beats. Decreasing transthoracic impedance was noted which could be the result of pulmonary oedema, and ts additionally observed lower, but still in-range shock impedance values (approximately 70 ohms). The nurse was instructed to evaluate the automatic threshold in one month at the next follow-up appointment and to investigate potential cardiac decompensation. At this time, this crt-d remains implanted and in-service. No adverse patient effects were reported.